Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. An investigation has been previously opened to further investigate this issue. The investigation identified that the root cause was cracking near front tip. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.